Event description:
It was reported that the clinical study patient experienced mild wound dehiscence and a superficial would infection at the implantable pulse generator (ipg) site. The physician assessed it would be best to remove all the devices. Therefore, the patient was administered medication and underwent an explant procedure where the ipg and leads were explanted. The event was assessed to be related to the procedure and not the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Lot: 7078947. Product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Lot: 7078986.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7078947. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7078986.

Event description:
It was reported that the clinical study patient experienced a superficial would infection and mild wound dehiscence at the implantable pulse generator (ipg) site. The physician assessed it would be best to remove all the devices. Therefore, the patient was administered medication and underwent an explant procedure where the ipg and leads were explanted. The event was assessed to be related to the procedure and not the device. Additional information was received that the patient also noted drainage at the lead incision site. There was no tenderness to palpation, however, there was redness surrounding both the ipg and lead site incisions with evidence of drainage. It was found that there was moderate lumbar incision dehiscence with a large pocket of purulent material at the inferior aspect of this incision. During the explant procedure, there was a significant amount of purulent fluid in her lumbar incision, therefore, a magnetic resonance image (MRI) was taken. The MRI showed no evidence of epidural fluid collection. Culture results were positive for infection; therefore, a topical triple antibiotic ointment was applied to the wounds and bactrim was administered. Upon later follow-up, there was expected peri-incisional erythema at both the lumbar and ipg incisions and no signs of dehiscence or discharge. The ipg site staples were removed without complication, however, the patient remained in significant pain. The blood work returned to normal and the cultures remained negative. After the antibiotics were completed, there were no more signs of infection and the event resolved.